Event description:
It was reported that the manufacturing representative had telemetry issues. It was noted the patient tried to do a physician mode recharge (pmr) three times at home, but this did not resolve the issue. The reporter stated the patient may have had a prior overdischarge. Additional information received reported the manufacturing representative did not know if the patient had a prior overdischarge. Additional information received reported the overdischarge was confirmed. It was noted the cause of overdischarge was a non-related illness. The reporter stated the pmr was not successful. It was noted that the patient symptoms were a return of chronic pain. It was further noted the patient¿s implantable neurostimulator would be replaced on 2013-(B)(6). Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 377745, lot# v002492, implanted: 2006-(B)(6), product type lead product ID 37742, serial# (B)(4), implanted: 2006-(B)(6), (B)(4).

Event description:
Additional information found it was further reported the patient was doing well.